Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl. Customer drank juice and ate to address low bg. Reportedly, the customer is working with a nutritionist to adjust basal rates.